Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient in his fifties underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Transseptal puncture was performed during the case to access the left ventricle (lv). During mapping of the left ventricle, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 2000+ cc of fluid from the pericardial space. Remainder of the procedure was aborted, and no ablations had been performed. The patient was transferred to the operating room to have an open-heart surgery and was reported to be in stable condition. The patient was discharged from the hospital a few days later. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction.